Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit microdislodgement resulting in no capture. Boston scientific technical services (ts) discussed about possible causes of dislodgement and reviewed transmission data. This ra lead was explanted, and a new ra lead of the same model was placed. No additional adverse patient effects were reported.